Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) has a system over temperature. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, e1 event site address, event site telephone, g3, g6, h2, h3, h4, h6 type of investigation, investigation findings, investigation conclusions, h11. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse tested operation for two days. The unit can work normally. No alarm was detected.